Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system had a restart system to continue message and there was no fault # associated with the message. The caller was certain that all blue fiber cables were properly seated and no power cords were disconnected. The system was power cycled several times and each time the system completed a successful self-test. The surgeon opted to use another system for procedures. There were no reported injuries.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side cart (psc) common compute controller (ccc), vision side cart (vsc) ccc and armored fiber optic cable assembly and four blue fiber pigtails on the vsc and psc to resolve the issue. The blue fiber pigtails involved with this complaint are field scrap items and will not be returned to isi for further investigation. The system was tested and verified as ready for use. Isi did receive vsc ccc and psc ccc involved with this complaint to perform failure analysis. Failure analysis (fa) was able to confirm and replicate the reported issue on the vsc ccc. This was installed into test bench and powered on with a power supply. This unit was confirmed to be bricked. To address the issue, the unit will be reprogrammed to the released software and retested. Fa visually inspected the psc ccc for any physical damage and then installed onto an in-house system with no error or any malfunction lights. This unit was working as designed with no issues found. Isi did receive the armored fiber optic cable assembly, but fa has not been completed.